Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at t12-iliac. The post-op x-rays showed two set screws backed out on one side and one set screw backed out on the contralateral side. The revision was performed and the whole construct was removed and replaced.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.

Manufacturer narrative:
The DHR review has been started. Customer letter not requested. This was determined reportable per edwards lifesciences procedures. Device will not be returned as it was discarded at hospital.

Event description:
Reportedly, the device was explanted at implant due to a failed mitral ring repair. Per the cer: it was reported that physio ii (B) (4) was implanted for mvp on (B) (6) 2010. After implant, it was reported that there was still leakage. The physio ii (B) (4) (ring) was explanted and a perimount plus (B) (4) (valve) was implanted as a replacement. See hvt004839 for (B) (4). Tap was also performed and mc3 4900t32 was implanted at the same operation. Device was discarded at the hospital and will not be returned for evaluation.